Event description:
It was reported that the user experienced an overnight low blood glucose with a lowest continuous glucose monitor (cgm) value of 53 mg/dl while using an ilet system with an fsl3+ cgm after missing a meal announcement at dinner, which led the pump to deliver insulin to correct a postprandial rise until the user awoke to an urgent low alert. The user treated with orange juice and crackers and glucose subsequently returned to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to an improper or incorrect method, and involvement of the user interface as the device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.

Manufacturer narrative:
Initial